Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm and a motion sensor test failure alarm. The customer did not recall any significant events leading to the alarm. The customer's blood glucose level was 154 mg/dl. During troubleshooting, the customer was unable to rewind the device or clear the motion sensor test failure alarm. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The pump was received with no act button response due to a flattened button dome switch. No button error alarm was noted during testing. Unable to verify the motion sensor alarm, pump reset anomaly or perform the functional checks including rewind, basic occlusion, occlusion, prime, excessive no delivery displacement, unexpected restart tests or operating current tests due to no act button response. The motor was tested outside of the device and passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.